Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found, no device history review was performed. Per service history review there was no indication or evidence the issue was related to a previous service.

Manufacturer narrative:
Other, other text: updated information provided in h3, h6, and h11., corrected data: correction: the product will not be returned for analysis; therefore, investigation, including root cause analysis cannot be performed.

Event description:
It was reported that the device produced a "no disposable clamp tubing." The alarm persisted despite troubleshooting. The patient then connected to a new pump and a new cassette and was able to resume the treatment without any problems. No patient injury was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.